Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding external devices. It was reported that the patient's handset was not delivering the bolus and needs a new one. The company representative (rep) clarified that the handset keeps getting stuck at 90% and would not continue. The patient was waiting 15 minutes for boluses. The patient has tried resetting the handset and deleting the data, but the issue was not resolved. Moreover, after a patient's pump refill, the time to connect has not improved. The patient unpaired and repaired the handset to the pump without resolution of the issue. The rep stated that they believe they cleared the data as per the knowledge article instructions but were exactly sure since they did not have the equipment in front of them. They were told about this by the doctor's clinic via text this morning but later stated 'I kinda knew about it beforehand,' but stated this morning would be notify date, and did not provide further information. The rep stated that they were told event date was 'a couple of months,' but the patient did not want to call in for troubleshooting because they were on hold for an hour and a half when they did try to call. They will meet with the patient doctor and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.